Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. External insulation abrasion was noted at 9.5-10.5cm and 12.5-12.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.